Event description:
Patient had medtronic lead 6949-54 under warranty that developed lead fracture leading to spurious shocks. Lead abandoned and new ICD leaf placed to replace fractured lead. Old lead not removed.